Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, resolving the issue, and instructed the customer to continue using the pump while advising them to call back if the malfunction code recurs.